Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto inflation and inability to deflate the device. During evaluation, the physician explanted and tested the system, confirming that it functioned properly outside the body. However, once reimplanted, the right cylinder slightly deflated, which the physician attributed to anatomical factors. The pump was subsequently replaced, and adjustments were made to the right corpora. The device then functioned as expected. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegations of auto inflation and deflation issues cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto inflation and inability to deflate the device. During evaluation, the physician explanted and tested the system, confirming that it functioned properly outside the body. However, once reimplanted, the right cylinder slightly deflated, which the physician attributed to anatomical factors. The pump was subsequently replaced, and adjustments were made to the right corpora. The device then functioned as expected. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto inflation and inability to deflate the device. During evaluation, the physician explanted and tested the system, confirming that it functioned properly outside the body. However, once reimplanted, the right cylinder slightly deflated, which the physician attributed to anatomical factors. The pump was subsequently replaced, and adjustments were made to the right corpora. The device then functioned as expected. There were no patient complications reported.